Manufacturer narrative:
The device was returned and evaluated. The evaluation results is as follows: one device was received and evaluated for the complaint regarding the needle button released event. The device #050371-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not beconfirmed for the device.

Event description:
The patient reported that the needle button did not stay locked down. The patient stated she went to give herself bolus clicks on this device and saw the needle button popped up. The patient stated she had been wearing the device for 4 hours before she saw the needle button popped up. The patient does not recall if she may have mistakenly hit the needle release button on this device.